Event description:
It was reported that this right ventricular lead was surgically abandoned due to experiencing insulation break and exhibiting oversensing, noise and high out of range impedance measurements. Another lead was implanted instead. No further adverse patient effects were reported.